Event description:
It was reported that noise oversensing resulting in inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. Programming changes were performed to resolve the issue. The patient condition was stable.